Event description:
The customer's family member found pt unconscious. Pt was taken to the hosp and stayed all night. They are not sure what treatment was provided. Their family member didn't know if pt used the suspect device to check their blood glucose. Family member said a result of 407 mg/dl was in the device memory at 8:58am. Controls were not used. The device was replaced and requested to be returned for evaluation.